Event description:
It was reported that the device received the software update then, subsequently, reached elective replacement indicator suddenly. High battery impedance was suspected. The device was scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.